Event description:
Presented to ER with boston scientific pacemaker in safety/unipolar pacing mode. He was oversensing myofasiculations giving rise to inhibition of pacing and development of near syncope. He was emergently brought to the or and had a temporary wire placed and returned to the or to have the generator replaced. The leads were assessed intraoperatively and deemed functionally appropriate. The device fell outside the current boston scientific accolade advisory. The patient's device was a boston scientific l3 11 accolade MRI, serial# (B)(6).